Event description:
Recently, during one of the uses of no sting skin prep on a pediatric patient in the picu, an adhesive foam dressing was applied on the pt following the application of smith & nephew's no sting skin prep, and when the dressing was removed, the skin was removed as well. The nurse said that plenty of time was given for the product to dry properly between application of the prep and the application of the adhesive dressing (2-3 mins).

Manufacturer narrative:
Evaluation has not yet been performed as no samples and/or lot information were provided. Requests for additional info have been made, and investigation results will be submitted in a supplement report.